Event description:
It was reported that a patient underwent a total knee replacement surgery on (B)(6) 2024 and suture was used. During the procedure, the sales rep reported that the needles were popping of abnormally and way to easy where they can't pull the suture through.they were able to complete the total knee replacement with a different lot number. Lot thmcua. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: additional information received from the sales rep via email on feb 20, 2024: approximately 10 needles dr. (B)(6) surgeon performing the procedure and using the product reported it to me' a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: mwr-04022024-0001566292, mwr-04022024-0001566293, mwr-22022024-0001579154, mwr-22022024-0001579155, mwr-22022024-0001579156, mwr-22022024-0001579157, mwr-22022024-0001579158, mwr-22022024-0001579159, mwr-22022024-0001579160, mwr-22022024-0001579161.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/11/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received, four unopened samples that pertain to the product code vcp753d. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment, and the pull force results met the requirement. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.